Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female underwent breast augmentation revision with a mentor smooth round moderate plus profile 275 cc saline prosthesis. Left sided deflation was observed on (B)(6) 2018. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information was received on 5/6/2019. An explant is planned for (B)(6) 2019. Is other serious- uncheck. Is required intervention-check. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 5/29/2019. In addition to the left sided deflation reported previously, bilateral pseudoptosis and right sided deflation of a 275cc unknown mentor saline prosthesis was performed (see 1645337-2019-14497 for the right sided prosthesis report). The devices were explanted without replacement. The investigation of the returned device was completed by the failure analysis lab on 6/17/2019. Device evaluation summary: according to the information received it was reported a deflation of the breast implant and anisomastia. During evaluation of the sample, it was observed to be intact. No other anomalies were observed. During leak testing a rupture measuring 0.1 cm was noted on the anterior view. Microscopic examination was performed to the tear and no evidence of instrument damage was observed. Possible causes of deflation of saline-filled implants include, but are not limited to, the following events: excessive stresses or manipulations as may occur during normal daily routines including customary and purposeful trauma, such as that which can occur during vigorous exercise, athletics, manual massage, and intimate physical contact, stress or trauma to the breast, mechanical damage prior to or during surgery, or compression during mammographic imaging. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).